Manufacturer narrative:
Legal claim received on 24-aug-2016 from lawyer essure was inserted on (B)(6) 2011 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive hair loss, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. In or around (B)(6) 2013, she discovered that she was pregnant, and later miscarried. On or around (B)(6) 2016, she underwent a hysterectomy to remove the essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced excruciating pelvic pain / increasingly severe pain and essure coils were coming out. Later, case became legal and it was reported that a few months later, plaintiff discovered that she was pregnant and later had a miscarriage. 3 years later, she underwent a hysterectomy to remove the essure coils. Miscarriage is unlisted while other events are listed in the reference safety information for essure. During essure therapy, abdominal, back, and pelvic pain may occur. Also dislocation/migration of essure coils. In this particular case, the events occurred after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between excruciating pelvic pain / increasingly severe pain, essure coils were coming out and essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance, but in this case, consumer had her 3 month check with fallopian tubes blockage. Thus, a device ineffective was considered and pregnancy was regarded as related to essure. Spontaneous abortion is a very common occurrence mostly in early pregnancies. In this particular case, the gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester. Causality for early abortions would be more linked to chromosomopathies and failure of blastocyst implantation. A causal relationship with essure was regarded as unrelated. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Event description:
A consumer reported she had essure inserted 2 years after her last delivery. After insertion and before total occlusion confirmation, she used condoms. Hysterosalpingogram showed both tubes were blocked. In (B)(6) 2013, she started experiencing symptoms. On an unspecified date she went to doctor's office and the physician stated that essure coils were coming out and that they needed to be removed. In (B)(6) 2013, she went to emergency room due to abdominal and pelvic pain. She was treated with pain medications. Tomography and abdominal ultrasound showed that everything was normal. On (B)(6), 2013, she had an unspecified laparoscopic procedure to remove essure and part of her tubes because of the pain. She recovered from the removal and from all events reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced excruciating pelvic pain/increasingly severe pain (pelvic pain) and essure coils were coming out (device dislocation). Later, case became legal and it was reported that a few months later, plaintiff discovered that she was pregnant and had a miscarriage. Three years later, she underwent a hysterectomy to remove the essure coils. Miscarriage is unanticipated while other events are anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Also dislocation/migration of essure coils. In this particular case, the events occurred after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and device dislocation and essure cannot be excluded. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance, but in this case, consumer had her 3 month check with fallopian tubes blockage. Thus, a device ineffective was considered and pregnancy was regarded as related to essure. Spontaneous abortion is a very common occurrence mostly in early pregnancies. In this particular case, the gestational age at miscarriage occurrence was not reported. However, considering that the vast majority of spontaneous abortions occurs in the first trimester. Causality for early abortions would be more linked to chromosomopathies and failure of blastocyst implantation. A causal relationship with essure was regarded as unrelated. This case was regarded as incident, as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.